Manufacturer narrative:
The axium coil remains implanted in the patient and the remainder has not been returned. Product analysis cannot be performed. The device was not returned; the reported event could not be confirmed. The cause of the event could not be conclusively determined from the reported information. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that, after detachment, the microcatheter was removed but the coil migrated and went partly out of the aneurysm. It was noted that the cause of the issue was detachment. The patient was undergoing surgery for a saccular, unruptured pcom aneurysm with a max diameter of 5.5mm and a neck diameter of 4.5mm. The patient's blood flow and vessel tortuosity were normal. There were no related patient symptoms.